Event description:
The device was forwarded to the MFR, accu-tube, for complaint analysis. The device was pressurized and the complaint of leakage was confirmed. The area of leakage was microscopically examined to determine the cause. It appears that there was a weak area near the edge of the weld seam which during the coiling process, enlarged and caused the tube to leak during clinical use. To address this isolated failure mode, the MFR of the component, accu-tube, has implemented several corrective actions into their mfg process: installed an eddy-current machine on the weld mill which will automatically mark, with ink, any weak area on the tubing as it is being welded. During the production process, to help eliminate the possibility of human error, a coil which fails any of our testing procedures will be immediately disfigured so that it will be impossible to be mistaken for a good coil.